Manufacturer narrative:
Follow-up #1: date of submission 06/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2016 with the following findings: a review of the pump¿s black box revealed a cs 078 alarm. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms received. Unrelated to the original complaint, the battery compartment was found to be cracked. There was evidence of moisture corrosion in the battery compartment and on the motor flex connector. A leak test failed revealing a battery compartment leak.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.